Manufacturer narrative:
Manufacturing review of the cormatrix ecm for cardiac tissue repair device history record could not be completed as the lot/serial number was not provided. It is noted that per the instructions for use (IFU - art-20700b) provided with the finished cormatrix ecm for cardiac tissue repair device, stenosis and pseudo-aneurysm are listed as potential complications associated with the procedure and device. Although the exact cause of the reported issues cannot be conclusively determined, stenosis and pseudo-aneurysm are known complications associated with the use of a cormatrix ecm for cardiac tissue repair and a surgical implant procedure. Should aziyo receive any additional details related to this event, a supplemental report will be filed.

Event description:
As part of the post market surveillance process, this following case report was reviewed "right ventricular outflow tract pseudo-aneurysm after reconstruction with small intestinal submucosal (cormatrix) patch - a word of caution" published in revista portuguesa de cirurgia cardio-torácica e vascular, vol 27; no. 2; pgs 117 - 119. This case report references the usage of cormatrix extracellular matrix (model #: unknown, lot#: unknown) on a patient with a history of tetrology of fallot and hypoplastic intrapulmonary artieries and having a right modified blalock taussig shunt in 2013 at the age of 5 yrs. Old. This patient, now 10 years old, underwent a total correction consisting of a trans-atrial ventricular septal defect closure with dacron patch and a right ventricular outflow tract obstruction (rvoto) relief using a trans-annular sis patch. Mild pulmonary valve regurgitation was observed and acceptable residual pressure gradient at discharge. At 1 month post-op follow-up, a large pseudo-aneurysm formed and surgical intervention and removal of the sis material was required. No regurgitation evident and no infection present. Re-operation revealed massive pseudo-aneurysm with remaining patch wall consisting of organized clots and patch appeared to have disintegrated. An attempt at obtaining additional information has been made to the correspondence author, however additional device or event details are unavailable at this time. Should additional information be received providing clarification of events and product used, a follow-up report will be filed.